Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 150 mg/dl. Device had also alarmed no delivery alarms. Customer mentioned the device would make a noise during rewind and squirt out insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. Unable to confirm the excessive no delivery, rewind, prime/fill, motor noise anomaly or battery anomaly due to the unresponsive buttons. Unable to perform any tests due to the unresponsive buttons. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker and minor scratches on the display window. No moisture damage was noted on the electronics assembly.